Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted the right ventricular (rv) lead exhibited under-sensing, inappropriate capture, r-wave amp variation, and low pacing impedance. The rv lead was reprogrammed on (B)(6) 2022. The patient was in stable condition.